Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product no longer available for return.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. No adverse event was reported. The patient no longer has the blood glucose monitor; therefore, no product could be requested to be returned for product evaluation.